Event description:
It was reported the rate could not be adjusted and was fixed at 180 ppm (pulses per minute), regardless of the knob setting. No information was received indicating patient involvement.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted which may involve intermittent performance of certain pacing functions.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm the customer comment. Analysis did find that main printed circuit board was out of electrical specification. The upper/lower cases were broken and the ring was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.